Manufacturer narrative:
The patient age was not reported. Approximate age of device - 2 years, 11 months. Approximately 10.5 inches of the external portion of the percutaneous lead (driveline) was returned for evaluation. Examination of the driveline found damage to the silicone jacket approximately 2.5 inches from the system controller connector. There was no visible damage to the bionate but there was some breakdown of the braided shield beneath it. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found insulation damage in the green wire approximately 3 inches from the controller connector. The driveline was submerged in a saline bath for high potential (hipot) testing to check for current leakage through each wire's insulation. The test confirmed no additional insulation breaches that could have contributed to an electrical short. If the exposed conductors of the green wire contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the low speed and pump stoppage events captured on the system controller log file. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient came into the hospital and was admitted due to chest pain. The lvad system was tethered to the power module in the patient's room and the lvad system produced pump stoppage events with low speed and low flow alarms. The patient had some damage to the external percutaneous lead (driveline) but there was no visible wire damage. The patient was sent home on an ungrounded power module patient cable. A log file was reviewed by the technical service representative and confirmed pump stoppage events. A percutaneous lead (driveline) replacement was requested. On (B)(6) 2018 the technical service representative performed a percutaneous lead (driveline) replacement without issue. The patient placed on regular grounded patient cable post repair and the lvad system did not alarm. The patient was expected to be released to home that day. No additional information was provided.